Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to:postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much, tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage,transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4). No sample received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment. Per additional information received, the patient has experienced leakage, lower back pain, voiding problems, dyspareunia, menopause (age (B)(6)), cancer, bladder infections, pain during intercourse, urinary incontinence, erosion, urinary tract infection, bladder outlet obstruction, dyspareunia, leakage, voiding problems, discomfort, urinary retention, vaginal/bladder infections, bacterial vaginosis, yeast (fungal) infections, vaginal pain, pelvic aching, incontinence, pelvic/perineal pain, micturition, poor urinary stream/urinary flow restriction, unspecified bladder disorder, foreign body in patient, blood loss, urinary cystitis, urinary frequency, fibrosis, adhesions, bladder trabeculation, scar tissue/scarring, urethral injury, elevated blood pressure, voiding dysfunction, depression, anxiety, dizziness, cystitis, headache, fatigue, malaise, urinary discomfort, night sweating, sleep disturbances, candidiasis, backache, blood in urine (hematuria), nonsurgical and additional surgical intervention,bladder outlet obstruction, recurrent urinary tract infections, urinary retention, vaginal pain, restriction of urinary flow and dyspareunia.